Event description:
It was reported the unipolar lead impedance, 280 ohms, was higher than bipolar, 198 ohms. Insulation breach possibility was discussed.. The physician chose to reuse the lead. One week later, the lead had 'tripped to unipolar' and the impedance was 252 ohms. The lead was replaced. It was also reported there were access issues during the procedure, and the patient was coughing up fluid. A perforation was ruled out, the patient was intubated and is reported to be doing better.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.